Event description:
Boston scientific received information that this device had declared elective replacement indicator (eri). During the changeout procedure, there was noted difficulty in removing the right atrial (ra) lead and right ventricular (rv) lead from the device header. The set screws were loosened, and with moderate traction, the leads were not removed. A new ra and rv lead and device were implanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.